Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device, revealed normal battery depletion. The device was returned for exhibited device pacing and battery depletion after 131.4 months. The device was received, in a no telemetry, no output condition. The device loss of telemetry and all functions were, due to a severely depleted battery. The device was fully functional and operated under normal current drain when powered with an external supply. There was no evidence of a high current drain condition and no hybrid anomalies were observed. The device passed, the labeled longevity calculation. It was determined, that the device met specifications for normal operation and normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 5076-58 lead implanted (B)(6) 2013 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced syncope. The implantable pulse generator (ipg) had reached elective replacement indicator (eri) and was pacing vvi65 but occasionally was either not delivering pacing or the output voltage was sub threshold. It was also noted that the right ventricular (rv) lead exhibited a lead warning for low impedance and rising thresholds. The ipg was explanted and replaced and the lead remains in use. No further patient complications have been reported as a result of this event.